Event description:
It was reported the patient¿s therapy failed. The patient had an amputation of their lower legs and the patient did not have efficacy on the atherosclerotic disease. There was no effect of the stump pain or the phantom pain sensation.. The entire system was explanted and one day of hospitalization was required. The event was considered resolved but the pain was still present.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).